Event description:
It was reported patient underwent a femoral nail procedure on (B)(6) 2013. During the procedure, the tip of the connecting bolt fractured. The fractured fragment remains in the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification at the time of manufacturer; however, the print has since been changed in order to increase the wall thickness and thereby increase the strength of the connecting bolt at the threaded end.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.